Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button felt loose. Reportedly, the button itself was functioning as expected. There was no impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.